Manufacturer narrative:
The field service engineer (fse) cleaned the drain port of the nucleated red blood cell mix chamber which was restricted causing overflow into the drip tray and lower surface of unit. All affected surfaces were cleaned with household bleach. The fse was unable to reproduce the issue of the cassettes not engaging. The fse discovered dried material on the base of the unit where the cassettes slide. The unit was returned to normal operation. (B)(4).

Event description:
The customer reported small amount of residue on racks and at the nucleated red blood cell mixing chamber due to a fluid leak involving unicel dxh 800 coulter cellular analysis system. The customer had proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the incident. The customer has an exposure risk management plan at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.